Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/21/2017. Retain and return product was tested and functioning according to specification.

Event description:
Na.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant potassium on a female patient. There was no additional patient information at the time of the initial call. Return product is available for investigation. There was no repeat on I-stat. Method:, collected:, date/time tested:, sample type, results : I-stat (B)(6) 2017 (B)(6) 2017 8:10am venous na 134; (time unk) k >9.0; ica 1.16; tco2 30; glu 81; bun 23; crea 0.8; hct 46% pcv; hb 15.6; an gap <>. At this time there is not enough informtion to suspect a malfunction exists. Hemolysis is suspected but not confirmed. There are no injuries associated with this event. It was determined the patient's clinical picture was not consistent with I-stat results provided. The investigation is underway.